Event description:
It was reported that a malfunction alarm with code "malf 12" occurred. There was no reported impact to the customer¿s blood glucose level. The customer completed a pump reset prior to contacting technical support and the issue was resolved.